Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and iron deficiency anaemia ("anemia"). The patient was treated with surgery (da vinci robot; a total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and iron deficiency anaemia outcome was unknown. The reporter considered iron deficiency anaemia and menorrhagia to be related to essure. The reporter commented: the specimen is bivalve to reveal a t-shaped contraceptive device located inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: post essure hysterosalpingogram with essure devices in appropriate position and no passage of contrast material into the fallopian tubes identified. Pathology test - on (B)(6) 2019: atrophic endometrium. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event anemia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci robot; a total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: the specimen is bivalve to reveal a t-shaped contraceptive device located inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: post essure hysterosalpingogram with essure devices in appropriate position and no passage of contrast material into the fallopian tubes identified. Pathology test - on (B)(6) 2019: atrophic endometrium. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci robot; a total laparoscopic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. The reporter commented: the specimen is bivalve to reveal a t-shaped contraceptive device located inside the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: post essure hysterosalpingogram with essure devices in appropriate position and no passage of contrast material into the fallopian tubes identified. Pathology test - on (B)(6) 2019: atrophic endometrium,. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be processed in a supplementary report.